Manufacturer narrative:
This report is filed, may 17, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site and otorrhea. The patient was prescribed oral antibiotics (date and duration not reported). The implanted device remains.